Manufacturer narrative:
The reported event of under sensing was not confirmed. As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited undersensing. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.